Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es , the station was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist backed up the station and followed knowledge article 000007235 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.